Manufacturer narrative:
(B)(4). Batch # n54d4v. Additional information requested but unavailable: can you please clarify what was meant by, ¿the clip did not cut and tore the suture?¿ when the clip did not cut and tore the suture, did the device deliver any staples? If yes, were the staples formed properly? If yes, were there staples missing from the staple line? If yes, was the staple line complete (full 60 mm)? What was the product code of the cartridge (gst60t, ecr60d, etc.)? It was reported that the procedure was extended to 3 hours. How much longer than typical with the procedure extended? Just to confirm, was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one psee60a device was returned in good visual condition and with an ecr60d cartridge reload loaded in the device and it was received fully fired and. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrectomy procedure, the clip did not cut and tore the suture. A portion of the wall of the stomach has been shredded. The surgeon had to suture manually. The procedure was extended to three hours. To date, there are no consequences for the patient.